Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Only the main coil, retaining clip and coil plunger were returned for this complaint and no damages were noticed. The coil introducer did not return. The main coil returned was found kinked and stretched. Also, a zap tip of the coil was detached. Microscopic inspection of the main coil revealed that the zap tip was inspected and was found detached (part was not returned). Dimensional inspection of the main coil that could be measured were performed and were within specifications.

Event description:
Reportable based on device analysis completed on 31aug2021. It was reported that the coil could not be delivered. The target lesion was located in a pulmonary nodule. A 5 mm/ 5.5 mm vortx - 18 was selected for use. During the procedure, it was noted that the coil could not be delivered and failed to advance the coil inside a puncture needle. The device was simply pulled out and the procedure was completed with another of the same device. There were no complications reported and the patient is stable. However, device investigations revealed that the zap tip of the main coil was detached.